Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 4/12/2016: litigation received. Litigation also alleges pain. There is no new information that would change the existing investigation. This complaint was updated on: 4/25/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated metal ion levels, metalosis, and squeaking in the hip. The patient's medical records were reviewed for MDR reportability. There is no new information to report at this time.

Event description:
Update 13 oct 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges limited movement and reduced strength in the leg. After review of medical records for the MDR reportability, patient was revised to address severe metallosis, secondary osteolysis and chronic trochanteric bursitis. Revision notes reported clear yellow fluid, large amount of metal debris in the synovium, large osteolytic pocket, and blackened metallosis. This complaint was updated on oct 24, 2017.